Event description:
According to the available information, this incident concerns an experienced end-user who have been self-catheterising for years. When the incident happened, the end-user inserted and drained the bladder as normally. When withdrawing the catheter, there was blood on the catheter, and the tip-part was missing (the part the telescopes out). The end-user went to the ER, where surgery was needed to remove the part. The end-user was hospitalized for three days, there were no additional complications, and he has been informed that the doctor expects him to fully recover. He is self-catheterizing again, after being equipped with a foley catheter during the hospital stay. The end-user has no underlying conditions as strictures or enlarged prostate. The end-user is trained in using the catheter and he did follow the instructions for use (IFU). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.